Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was treated with vancomycin ip (2g, according to serum levels, frequency not reported) and ceftazidime ip (1g per day) for peritonitis. Six days later, treatment with vancomycin was suspended and bactrim (oral, 1 tablet per day) was introduced for peritonitis. Two days later, the treatment with ceftazidime was suspended. The next day, the patient was hospitalized for peritonitis because symptoms were not improving and their pd catheter was removed. On an unreported date, after catheter removal, the patient was treated with an unknown antibiotic intravenously (IV) for peritonitis. The cause of peritonitis was unknown. Four days after the hospitalization, the patient was discharged. On an unreported date, the patient recovered from the peritonitis. Physioneal and extraneal therapies were discontinued and the patient was on hemodialysis. No additional information is available.